Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an e321 (battery charger timeout) error code was noted. On an unspecified date and time, the device was programmed to deliver a reported unspecified critical medication. No specific programming parameters were provided. After an unspecified length of time, it was reported the device alarmed with an unspecified error code. No specific event details were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no additional information was provided.